Event description:
Cadd ms3 sn (B)(4) due 07/03/2019 malfunctioned yesterday indicating low volume in cartridge (cartridge was actually low) however, pt had inserted 2 days ago and should have lasted 3 days. Pt hospitalized from (B)(6) to (B)(6) due to jaundice, extreme fatigue, and persistent nose bleed. Letiaris temporarily discontinued but will know whether or not to continue at appt on (B)(6) 2018. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.